Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a faulty clamp assembly and the lever for the locking pin that had come off and appeared to be missing. The issue was identified during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler unit was detached and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit, water tightness was lost. Additionally, for the detachment of the coupler unit, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.